Manufacturer narrative:
The ge service rep conducted an over the phone investigation. The system was repaired remotely over the phone. No further service info was provided.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.